Manufacturer narrative:
Correction: the patient complained of transient light sensitivity syndrome patient code 3191: no code available (transient light sensitivity) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes (ou (ocular uterque)) post treatment. The surgery center indicated there was more dlk on the left eye than the right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pressure in the left eye (os (ocular sinister)). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/15, -3.50 x -1.50 x 4, left eye pre-op: 20/15, -3.00 x -1.25 x 177.